Manufacturer narrative:
Premarket / 510(k) # k183361; k182324.

Event description:
It was reported that the drug port was cracked, and the patient did not receive the total amount of lytic therapy. An ekosonic endovascular device 106x12cm was selected for use to treat the patient's pulmonary embolism. The device was placed without any reported issues and the patient was transferred to the ICU, where the incision was dressed. The physician reported that a device was a beeping, and it was observed that the catheter drug port was cracked. The source of the beeping noise was not confirmed. The catheter was removed, and therapy was discontinued. There was no patient injury, but the patient did not receive the full amount of lytic therapy. The patient was reported to be fine post procedure.